Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited noise. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise that led to pacing inhibition.

Manufacturer narrative:
Correction: h1.